Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic robotic pediatric urology, during anastomosis using the continuous suturing technique, the thread of the suture broke. There were 4 to 5 sutures that broke with almost no contact or tension. It was stated that just grabbing the suture causes it to break. Another suture was used to continue the case. At the end of the anastomosis, it was found that the first stitch had spontaneously torn. The suture line was redone from scratch. It was stated that the surgical time has been extended for an hour due to the issue.